Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that "while tightening the array the screw broke." The event was not confirmed. Method & results: device evaluation and results: not performed as no item were returned. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot no 19080811 and accepted into final stock on 02/07/2013. A review of npr 13- 01-0029 and npr 12-03-0024 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot 19080811 shows 03 additional complaint(s) related to the failure in this investigation. These include the following pr(s): (B)(4). Conclusion: the exact cause of the event could not be determined because the product was not received. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode. H3 other text : device not returned.

Event description:
While tightening the array the screw broke. Case type: tha.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
While tightening the array the screw broke. Case type: tha.